Manufacturer narrative:
The facility's biomedical engineer examined the device but was unable to duplicate the reported issue. The biomedical engineer requested that the device be evaluated by physio-control. Physio evaluated the device and was also unable to duplicate the reported issue. The electronic patient records from the event were downloaded and examined. It was confirmed the reported issue did occur; however, they did not provide any explanation as to why it occurred. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. After multiple attempts, physio-control has been unable to obtain additional information from the customer regarding the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during a recent patient event. The patient was on the cardiac floor of the hospital when the event occurred and was not undergoing any kind of procedure during the event. A "code blue" was called and hospital staff responded with the device. The device was hooked up to the patient and charged, but when the shock button was pressed the device powered off. This happened twice. Subsequently several shocks were delivered to the patient, but just seconds after the shock(s) were delivered the device powered off by itself. A backup device was obtained and used to continue patient care. No further details about the patient or the event were provided.